Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2000. Subsequently, patient reported his knee was unstable and he has pain and numbness. Radiographs indicate patient's component is loose and the locking bar is fractured. To date, no revision procedure has taken place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse events: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity, & fatigue fracture can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00236 through 00238).